Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 08-dec-2025. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ao, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for g3+ cartridge lot n25237.

Event description:
Na.

Event description:
On 06-nov-2025, abbott point of care was contacted by a customer regarding I-stat g3+ cartridges that yielded a suspected discrepant ph result on a 70 year old female patient with an aortic aneurysm complicated by chronic type a aortic dissection. There was no additional patient information available at the time of this report. Return product is not available for investigation. Method, I-stat; date: (B)(6) 2025, tested: 06:54; ph: 7.34, sample: a (capillary); method: lab; date: ni; tested: ni, ph: 7.47, sample: b (arterial). At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.